Event description:
From literature: langrehr, jan m.; schmidt, sven christian. Spray application of fibrin glue as risk factor for subcutaneous emphysema in laparoscopic transabdominal inguinal hernia repair. Surgical laparoscopy endoscopy & percutaneous techniques. 17(3): 221-222, june 2007. A (B)(6) patient who underwent laparoscopic transabdominal repair of a left-sided combined indirect/direct groin hernia. After uneventful intubation, co2 insufflation of the abdomen was performed with a pressure of 14mm hg. Three trocars were placed. After dissection of the hernia sac and creation of a large preperitoneal space, the hernia defect was covered with a 10 15 cm vypro ii mesh (ethicon (B)(4)). For mesh fixation, 2ml of fibrin glue was sprayed over the mesh. During this procedure, an intra-abdominal peak pressure of 30mm hg was noticed. After immediate desufflation of the abdomen, we continued to spray the fibrin but opened a trocar for pressure balance. There was no rise of the end tidal co2 during the entire operation (range, 4.4 vol%-4.8 vol%). The oxygen saturation was 100%. At the first postoperative day, a subcutaneous emphysema of the abdominal wall was noticed as crepitus at the physical examination. The patient did not complain about chest pain or dyspnea. After an otherwise uneventful recovery, the patient was discharged at postoperative day 3 and at a follow-up appointment 8 days later, the abdominal wall crepitus was nearly complete resolved. Follow-up with dr. (B)(6), on (B)(6) 2010 identified the device used as tissomat.

Event description:
The user questioned a total psa result of 40.15 ng/ml for a patient serum sample which had been reported. The same sample was sent to a reference laboratory and was tested (B) (6) 2009, by chemiluminescence on an advia centaur manufactured by bayer celmuin with a result of 26.70 ng/ml. The patient was not adversely affected due to the erroneous result. The lot number of the total psa reagent was 15571001. The field service representative could not find a cause. He ran performance tests and found the analyzer was working within specifications.

Manufacturer narrative:
Test results on different methods for total psa can differ, therefore direct comparison on 2 samples from same patient must not be done. This is documented in the package insert. Based on the provided data, any system related issue on elecsys 2010 can be likely excluded. The elecsys results were reproducible. Additional data and patient sample were not provided for further investigation.

Manufacturer narrative:
It was not known if the initial reporter sent report to the FDA.